Event description:
A report of dura puncture was received. While placing the leads during an implant procedure, the patient's dura was punctured. The patient was administered a blood patch and is reportedly doing well.

Manufacturer narrative:
This is the final report.